Event description:
Foley catheter bulb would not completely deflate despite multiple efforts. Catheter was cut above port, but bulb would still not deflate. Mineral oil was inserted into balloon and allowed to dwell then staff was able to remove catheter. FDA safety report ID # (B)(4).